Event description:
The tabs break off the introducers.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. One tab was received separate from the peel-apart introducer sheath. The sheath had been split by the user. The end of the sheath that was attached to the tab was torn. A chr of lot# resh0517 showed no other similar complaint(s) from this lot. 213840.